Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable pacemaker device suspected that the device malfunctioned. The device was explanted due to elective replacement time (ert) indication. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Additional information in b5 indicating that there was no malfunction and apparently a clinician misspoke to the patient and the issue was clarified.

Event description:
It was reported that that the patient with this implantable pacemaker device suspected that the device malfunctioned. The device was explanted due to elective replacement time (ert) indication. Additional information from the field indicated that there was no malfunction and apparently clinician misspoke to the patient and tried to clarify with the patient later on. No adverse patient effects were reported.

Event description:
It was reported that that the patient with this implantable pacemaker device suspected that the device malfunctioned. The device was explanted due to elective replacement time (ert) indication. Additional information from the field indicated that there was no malfunction and apparently clinician misspoke to the patient and tried to clarify with the patient later on. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, unit failed rpt. It only failed ind telem on rf enabled and disabled current. This failure is expected when battery voltage gets too low. Right ventricular (rv) sense and pace count sum are about equal to cardiaccyclecount. Right atrial (ra) pace and sense counts are much high than cardiaccyclecount. Unit passes longevity calculation. Calculated power is 34.8uw while reported power is 45.0uw. Elective replacement indicator (eri) was triggered but not end of life (eol).